Event description:
Procedure type: hysterectomy. According to the reporter: the needle was passed through the anterior wall of the vaginal cuff. No resistance was met during the application and the field was clear of any obstacles for the needle. Upon toggling of the endostitch device it was noticed that the needle had broken. The broken half of the needle was identified in the surgical field and retrieved.

Manufacturer narrative:
(B)(4).